Event description:
The advocate stated the customer received a blood glucose reading of hi from her contour link and a reading of approximately 200mg/dl from another meter.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the customer has no strips available to return. New meter was sent to the customer.

Manufacturer narrative:
Initial reporter phone and address were not provided.